Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer generated false low sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and glucose (glucm) results on one (1) patient sample. When the low results were noticed, the sample was repeated on the same instrument, a blood gas analyzer, and a vitros. The results from the vitros were reported. No erroneous results were reported out of the laboratory. Treatment was not initiated or withheld based upon the false results generated.

Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A service call was initiated, but the customer called back and cancelled the call, stating that they had had no further problems and they believed the issue was a sample integrity problem.